Manufacturer narrative:
Device 23 of 25. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the "outer paper of the material" (the product package) is soiled with an "oil like substance", which causes the paper to become "transparent". "The soiling was apparent on a majority of the individual drain fixes". A photograph depicting the reported complaint issue was submitted by the complainant. The product was not used on a patient, no harm reported.